Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Manufacturer narrative:
It was further reported that this device had declared end of life (eol) with a voltage 2.57 and charge times of 26.1 seconds. There was inquiry of why eol was declared. Technical services discussed charge time behavior. This patient was having a left ventricular assist devices implanted and would discuss this issue further with the physician.

Manufacturer narrative:
Information suggests this device remains in-service. Should additional information become available this event will be updated.

Event description:
--

Manufacturer narrative:
The device was explanted and returned for anlaysis.

Event description:
--

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received shocks converting on the second shock. The device later declared the elective replacement indicator (eri) and had a reported voltage of 2.58 and charge times at 20 seconds. This device is included in the mid-life display of replacement indicators advisory. Time to explant was discussed. No adverse patient effects were reported.